Event description:
As reported, per article "extravascular protrusion of the alterra adaptive prestent identified on surveillance computed tomography imaging" describe 6 patients who underwent uncomplicated transcatheter pulmonary valve replacement with an alterra adaptive prestent and sapien 3 valve and had surveillance chest computed tomography (CT) scans performed 1 day to 21 months after implant. In each patient, the CT scan demonstrated extravascular extension of a portion of the alterra prestent, without clinical sequelae, but with extension into the ascending aorta in 1 patient and contact with the ascending aorta, left pulmonary vein, or left atrial appendage in 3 others. This complaint captures 1 patient who presented with the prestent abutting the ascending aorta. The patient had further CT scans at 12- and 27-months post implant with no changes or other consequences. Nsvt arrythmia and metoprolol was started. Per the imaging review, this penetration is classified as 1c as the penetration into tissue surrounding the prestent with potential risk of penetrating/ perforating adjacent vasculature or cardiac structure if penetration progress.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following was observed: penetration level of category 1c for inflow and outflow apices. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for the alterra adaptive prestent system along with the alterra with pds procedural were reviewed. Potential adverse events include 'device penetration/perforation into surrounding vasculature'. Per the training manual, the apices are designed to engage with the anatomy and are critical to provide prestent stability. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for device penetration was confirmed based on the evaluation of the provided imagery. A review of the DHR and lot history was unable to be performed as the device work order information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. An in-depth evaluation related to alterra prestent penetration has been documented in a technical summary written by edwards lifesciences. Per technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent prestent migration. Four potential root causes related to device penetrations were investigated and summarized below: ' manufacturing ' frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects in ew receiving inspection and go through lot release radial force testing. However, no manufacturing non-conformances that could have contributed to a penetration were detected as all prestent dimensions and chronic outward force lot release inspections met in process specifications. ' design of prestent ' alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent other risks (e.g. Prestent migration). ' patient anatomy ' none of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of a penetration. However, a category 2 penetration is potentially dependent on the proximity of the pulmonary artery with adjacent vasculature. In this case, the penetration is rated as category 1c for inflow and outflow apices. ' relation to tracking difficulties ' a retrospective review of alterra complaints was performed to identify similar occurrences of a delivery system component, commander ds, alterra ds, or pds, catching on the prestent during advancement to deploy the 29mm s3 valve or during withdrawal of the delivery system. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the category of penetration. A pra has previously been initiated to assess the risks associated with the alterra prestent penetration. The degree of penetration is divided into 5 categories. As seen in the provided imagery, this penetration is classified as 1c for inflow and outflow apices (penetration into tissue surrounding the prestent with potential risk of penetrating/ perforating adjacent vasculature or cardiac structure if penetration progress). Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.